Event description:
It was reported that the patient began to experience post-operative stimulation of the diaphragm and phrenic nerve. Thresholds had also increased to an elevated level. The lead was reprogrammed so as to capture the left ventricle. The lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted (B)(6) 2013. A 6944-65 lead, implanted (B)(6) 2003. (B)(4).